Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. During troubleshooting, the device would no longer power on. Physio observed that the device analog pcb connector j506 had corrosion on the connectors. As a result the device would no longer power on. The root cause of the readiness indicator service wrench icon being illuminated could not be conclusively determined. The root cause of the reported issue of the device no longer powering on is due to corrosion on the analog pcb j506 connection. The device was destructively tested, and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation by physio-control, the device was showing all three icons (attention, charge-pak and service wrench) indicating the device may not be able to provide defibrillation. The device would also not power on.